Event description:
It was reported that during a ptca/stenting procedure involving a calcified and 90% stenotic lesion, the quantum maverick monorail balloon ruptured at 10 atms on the initial inflation. The balloon was being used to post-dilate a cypher stent. A 8f mach1 guide catheter, a renart guide wire and an encore inflation device were also used in the procedure. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported.